Event description:
It was reported that the user contacted support after performing a factory reset of the ilet and reported a blood glucose of 217 mg/dl, with cause of the hyperglycemia unclear and no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device alarms or malfunctions reported and no device component issues identified during troubleshooting, with the etiology of the hyperglycemia remaining undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.